Manufacturer narrative:
A manufacturing review could not be performed as the lot number was not provided. The investigation is inconclusive, as the sample was not returned for evaluation. Per the reported event, the tip of the catheter got stuck in the lesion during removal. It is likely that excessive force during removal of the catheter, combined with the tip being stuck in the lesion, resulted in the tip detaching form the catheter. The definitive root cause for the tip getting stuck in the lesion is unknown. It is unknown whether patient and/or procedural issues contributed to the event.

Event description:
It was reported that after use of the recanalization catheter in the sfa, the catheter became stuck in the vessel. The catheter was activated during the retraction attempt; however, the metal tip of the catheter detached in the vessel and was then unable to be retrieved. A subsequently pta balloon inflation was performed as planned, and the detached ip was secured to the vessel wall. There was no reported patient injury.